Manufacturer narrative:
D1 brand name was revised. D4 serial and primary UDI number were revised. D9 device was returned and date received was added. H6 type of investigation was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse stated that the s retrograde flow alarm has appeared. Also stated that they lost placement signal 2 days ago. At that time the device was at p5, flow 2.8 with 4.2/0 for max/min. Mc 411/303, pf 8.0, pp 574.